Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, computed tomography (CT) was performed and compared with chest radiographs they revealed that a large amount of thrombus extending from the distal aspect of the right main pulmonary artery into both the right upper and right lower lobe pulmonary artery branches. Later six days, vena cavogram revealed that there was a moderate volume of thrombus in the filter and catheter directed thrombolytics were initiated. Subsequently next day later, follow-up venous lysis, left leg with common iliac vein balloon angioplasty were done and the catheter was positioned in the inferior vena cava and injected for inferior vena cavogram. The thrombus burden had decreased considerably within the filter, there was good flow through the cava. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with high risk of deep vein thrombosis, pulmonary embolism and prior to gastric bypass surgery. At some time, post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.